Event description:
Customer called wanting a replacement insulin pump. She stated her device was not working. She tried to bolus, but nothing came out. Customer changed her infusion set, and still no insulin. She connected anyway, but has been giving herself injections. The device gave no alarms. Customer said to call back. Later, customer stated she gave herself 58 units of insulin that day. She felt very dopey and her speech was slurred. Her vision was blurry and she was blind in one eye. She said she would check her meters after the call. When asked if she wanted 911 called, she said last time she called 911 she had a high of 520 mg/dl and they did nothing when they came. Customer said she would look for her meter and disconnected. Customer was called several times afterwards, but she never picked up. The next day, customer was contacted. She said she was much better after eating, but still needed a replacement. The order was made. Customer's blood glucose was 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.